Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited oversensing. The device was reprogrammed. The patient would continued to be monitored.